Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a secondary infusion of 600ml of rituximab (100ml rituximab + 500ml of ns) was programmed to be titrated at 30ml, 60ml, 90ml, 120ml, and 150ml every 30 minutes however when the nurse went to increase the dose to 150ml/hr the bag was noted to have much more than expected. The primary infusion was 500ml of 0.9 ns. There was no patient harm.

Event description:
The customer reported that a secondary infusion of 600ml of rituximab (100ml rituximab + 500ml of ns) was programmed to be titrated at 30ml, 60ml, 90ml, 120ml, and 150ml every 30 minutes however when the nurse went to increase the dose to 150ml/hr the bag was noted to have much more than expected. The primary infusion was 500ml of 0.9 ns. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: extension set, with 500ml baxter bag ndc (B)(4), lot number: v18e10b, exp: nov 19, 0.9% sodium chloride. The customer¿s report of an under infusion was not confirmed. Physical inspection of the device and IV sets showed no anomalies. The pcu event log showed that the pump module was programmed as reported. Functional testing of the pump module showed no anomalies. Testing of the IV set up confirmed backflow from the secondary container into the primary container, indicating a faulty check valve, however this would not have resulted in an under infusion and is not thought to be related. The root cause of the customer¿s report of an under infusion was not identified.